Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, once the was attempted to be advanced into the superior vena cava (svc) from inferior vena cava (ivc), the wire would not cross into the right atrium (ra) at the junction. A non-boston scientific (bsc) wire was then used to navigate and advance into the svc. This wire was exchanged for the versacross wire. The was then advanced into the svc. The was then used to cross the septum to gain access into the left atrium. Upon crossing, it was then discovered the patient was developing a pericardial effusion. The procedure was stopped and pericardiocentesis was performed. The physician performing transesophageal echocardiography (tee) suspected the wire perforated the aortic cusp. The patient was stabilized and transferred to surgery for exploration/repair. The laa was expected to be clipped during surgery. The patient had been transferred to telemetry and was discharged. It was further reported that the appendage was clipped during the surgery. The appendage was not perforated but was clipped while repairing other perforation.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, once the was attempted to be advanced into the superior vena cava (svc) from inferior vena cava (ivc), the wire would not cross into the right atrium (ra) at the junction. A non-boston scientific (bsc) wire was then used to navigate and advance into the svc. This wire was exchanged for the versacross wire. The was then advanced into the svc. The was then used to cross the septum to gain access into the left atrium. Upon crossing, it was then discovered the patient was developing a pericardial effusion. The procedure was stopped and pericardiocentesis was performed. The physician performing transesophageal echocardiography (tee) suspected the wire perforated the aortic cusp. The patient was stabilized and transferred to surgery for exploration/repair. The laa was expected to be clipped during surgery. The patient had been transferred to telemetry and was discharged.